Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Two trays found with hair inside.

Manufacturer narrative:
11/3/2015 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - the product could not be analyzed because it was not returned. Device history evaluation - the device history record was reviewed and the parts met all specifications at the time of manufacture. Conclusion: a root cause analysis could not be performed because the device was not returned for evaluation. However, the root cause of the complaint would likely be due to gowning procedures not followed.